Event description:
The instrument was being used by the surgeon during a laparoscopic procedure. The instrument was placed through a trocar and after opening the "jaws" of the grasper, they would not return to the closed position. One set of the "jaws" had to be broken off to remove the instrument back through the trocar. Being used during surgery to remove the gallbladder.